Manufacturer narrative:
The reported reader (B)(6) was returned for investigation. Visual inspection of the returned reader was performed and no issues were observed. Performed built-in reader test and the results were satisfactory. An error message was not observed during investigation. No malfunction or product deficiency has been identified. Therefore, this issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported and error message,¿ error code 9,¿ on the display when testing on the adc device. As the customer could not monitor their blood glucose, the customer reported experiencing cramping, seizure, and loss of consciousness. As a result, an ambulance was called, and customer was administered glucose orally by the emergency doctor. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. This report is being filed on an international product, model number 72111-01 which has a similar product distributed in the u.s., model number 71953-01. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported and error message,¿ error code 9,¿ on the display when testing on the adc device. As the customer could not monitor their blood glucose, the customer reported experiencing cramping, seizure, and loss of consciousness. As a result, an ambulance was called, and customer was administered glucose orally by the emergency doctor. There was no report of death or permanent injury associated with this event.